Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a perineorrhaphy on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015, the patient was seen in the clinic for dyspareunia. The patient was found to have exposed mesh in vaginal midline. The patient was admitted to the hospital and underwent eua for full thickness partial excision of mesh. Additional information has been requested.